Event description:
Report received of the primary solution being delivered to the secondary container and not to the patient. The pump was programmed in the nonconcurrent mode to deliver 1000ml of normal saline at 100ml/hr on the primary line and 250ml of zithromax at 100ml/hr on the secondary line. Reportedly, the pump delivered the secondary solution without incident and then the primary line began infusing as programmed. The nurse reported that the primary solution was not being delivered to the patient, but was filling the secondary bag with normal saline. The nurse clamped both the primary and secondary tubings and replaced the pump. The original tubing set was then placed into the replacement pump. Only primary tubing was inclamped, and the normal saline was delivered to the patient. There was no reported adverse patient event. Though requested there was no further information available.